Event description:
A 3.00mm diameter x 30mm length integrity rx bare metal stent was inserted into a patient for treatment of a critical, non-tortuous proximal rca lesion, which exhibited 90% stenosis and little calcification. It is reported that the lesion was pre-dilatated with a 2.50mm diameter x 15mm length pre-dilatation balloon, 4 times at 12 atm for 20 seconds. It is reported that the integrity rx stent passed across the pre-dilatated lesion with no resistance. It is reported that the stent then partially slipped off the balloon. The stent was then deployed at 16 atm approximately 0.5cm from the target lesion. Following deployment, the stent displayed a cone shape. A 2.50mm length x 15mm length balloon was then used to post-dilatate and fully deploy the stent, at 16atm for 20 seconds. A 3.00mm diameter x 15mm length other brand stent was used to complete the procedure. Patient status post procedure was reported to be stable, with no problems. No clinical sequelae were reported.

Manufacturer narrative:
(B) (4). Results: (x-ray, fluoroscopy, ivus, CT, MRI etc), (dislodgement), (root cause of event unknown). Evaluation summary: the stent delivery system and procedural cd were returned for evaluation. Visual inspection of the returned device confirmed the presence of crimp/bake impressions on the balloon. Cine images provided from the account confirmed the presence of lesions in the proximal to mid rca. Although these lesions were pre-dilated, a degree of stenosis remained following dilatation activities. Images confirmed that the stent moved distally on the catheter and that on inflation of the delivery catheter balloon, the distal section of the stent was not fully deployed. Subsequent post dilatation of the distal section of the stent resulted in full stent deployment.